Event description:
According to the available information, there is an altis mesh erosion.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. B3: estimated date.